Event description:
Information received from the field does not address the patient's clinical status but notes dashes (---) were observed for several parameters and a high current drain. A download was unsuccessful. Therefore, the device was replaced.